Manufacturer narrative:
(B)(4). The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling and defib functionality testing without duplicating the malfunction. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "pacer/defib not functional" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.